Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0v4g8, implanted: (B)(6) 2015, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The family of a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor reported that the patient is experiencing leaking. The caller reported that the patient has increased stimulation as high as it will go on program 4, but the patient still has leakage. According to the caller and x-ray was done to see if the ins had moved, but the x-ray confirmed that the ins has not moved and is functioning as it should. When asked the caller stated that the patient does not feel stimulation and confirmed that stimulation is turned on. The patient changed to program 2 at 5.0 and slowly increased stimulation until stimulation was as high as it could go (8.5) at this point the patient did not feel stimulation but it was reported that the patient's right toe was twitching/moving. The caller was advised to decrease stimulation down to where the toe stops twitching, but caller requested to change programs instead. The caller was assisted in changing to program 3 at 8.4 and increasing stimulation to 8.5. The patient still did not feel stimulation, but the toe twitching was resolved by changing programs. The caller was advised to have the patient follow-up with their healthcare provider. In a second call on (B)(6) it was reported that the patient's ins system had been replaced on (B)(6) 2016. The caller stated that the system was replaced because "the wires became loose and it stopped working." According to the caller the patient was in "a wreck, he was hit in the rear on (B)(6) 2016." The incontinence was reported to have gotten worse after the car accident and that it started getting worse right away after that. The caller stated that the patient healthcare provider (hcp) performed x-rays and determined that the lead wires were loose. At the time of this call the caller could not connect with the patient programmer (pp), however this resolved through instruction in the use of the pp over the phone. Patient status is unknown at the time of this report

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.